Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument. The cse replaced the reagent probe 3 (rp3) idler pulley. Verified and adjusted all rp3 positions. The customer reran calibrations and controls, as well as patient sample and controls, 10 repetitions each, reproducibility was within specification. (B)(6). The instrument is performing to specifications. No further evaluation of this device required.

Event description:
A discordant (B)(6) was obtained on one patient sample on an advia centaur xp instrument. The initial results were not reported out of the laboratory. The initial result was questioned by the instrument operator and it was repeated on the same instrument, resulting lower. This prompted further repeat testing on an alternate advia centaur xp in the laboratory. Repeat testing resulted as (B)(6). The patient sample was reported (B)(6) by the laboratory. There are no known reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.